Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2011, 310c29 tissue valve (B)(6) 2011, addr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced discomfort due to the system being placed on the right. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.